Event description:
It was reported that the patient was given a replacement ins due to the previous ins reaching end-of-life. The replacement ins had high impedances on all channels, so the hospital discarded the replacement and opened a new ins. For follow-up, as well as issues with the new ins, see MFR. Rep. # 3007566237-2012-02210.

Manufacturer narrative:
(B)(4).